Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins depleted prematurely. The ins was explanted and replaced. Additional information received on (B)(6) 2018 indicated the patient's parameters were: left lead at 4v, 60us, 130hz and the right lead was at 4v, 90us, 130hz. The impedance of the system was not known. The issue was resolved after ins replacement. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis: product ID# 37601: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.